Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous low glucose modular patient result, generated by lx20 chemistry analyzer. Customer has been running patient sample for glum and a result of 4 mg/dl was obtained, which triggered the critical rerun feature. The sample was repeated and higher results were obtained. The low result was not reported out of the laboratory. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Customer did not initiate or request a service call in regards to this event. A clear root cause for this event cannot be determined.